Event description:
It was report catheter froze on guidewire and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). The physician was using a crossboss catheter loaded onto a non bsc guidewire. The guidewire became lodged in a marginal branch, and the branch perforated. It was noted the guidewire became lodged inside the crossboss and the cross boss followed the wire into the perforation and enlarged it. When the crossboss was removed, there was what was believed to be a piece of plaque from the artery attached to the tip. Angiography was performed and a stain was noted, so an echocardiogram was performed. The physician implanted coils to stop blood flow in the branch. No further complications were reported and the patient was stable upon leaving the cath lab.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).